Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had missing segments on the display. It was reported that the buttons would get stuck. It was reported that the customer received consecutive failed battery test. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the full functional tests, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. No unexpected missing segments/partial display noted. The pump passed the self test. The pump was monitored without a battery for 10 minutes. After re-inserting the battery, no unexpected failed battery alarms were noted. No physical damage was noted on the lcd glass or display window cover. The pump was received with a scratched case and a fading serial number.